Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the threads of a rod persuader felt damaged near full reduction during a routine inspection. There were no surgical or patient impacts associated with this event.

Manufacturer narrative:
Upon further review, it was determined this event was reported in error as there was no death or serious injury involved with this complaint, this malfunction has not been previously reported for this or a similar device, and this malfunction would not likely lead to a death or serious injury if it were to recur.